Event description:
On (B)(6) 2025, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they are feeling pain. Patient stated that they only got implanted with the ins yesterday, and when they got home last night, hours after the surgery, the felt the pain. Patient stated that every time they move, they get this really sharp pain in their vaginal area. Patient stated that they have been feeling the pain on the left side of their labia, and it feels like somebody's pinching them when they move. Agent reviewed that we do not recommend sticking an unsterile plastic over an unhealed wound, so we couldn't connect to the ins to make an adjustment. Redirected the patient to the hcp to further address the issue. On 2025-aug-08, additional information was received from the patient. The patient reported experiencing significant discomfort with the battery pack in their back. They stated that sitting or lying down on it causes severe pain, which feels like a shock. The patient mentioned that they had an x-ray, which revealed that the battery pack appears to have shifted upward slightly. They noted that it was no longer flat against their backside and seems to be positioned at an angle. The issue was not resolved through troubleshooting, and the patient was redirected to their healthcare provider (hcp) for further evaluation and assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that it was unknown of the cause of the ins shifting upwards and positioned at an angle (ins tilting) determined. The steps were or would be taken to resolve this issue was by reprogramming. The issue was resolved. The hcp reported that there was no shock and the issue was not resolved and no further action would be taken.